Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported the st segment elevation occurred. A left atrial appendage closure (laac) procedure was being performed after an ablation. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. Shortly after deployment of the 27mm closure device, the physician noticed st segment elevation that only lasted a few seconds. The patient remained hemodynamically stable. After releasing the closure device, the physician performed an angiogram of both the right and left coronaries to confirm the presence of air or thrombus. Coronaries were deemed clear and the patient made a full recovery. There were no further complications and the patient was discharged.